Manufacturer narrative:
The insulin pump was received with operating currents within specification. The device passed self-test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. No unexpected no delivery alarms, external ram crc error alarms, off no power, ow battery or battery out limit alarms noted during testing. However, it did alarms unexpected restart after the battery was installed due to broken solder joint at connector interface board. The device had cracked case at display window corners, cracked reservoir tube, cracked battery tube threads, minor scratched display window, and missing end cap sticker.

Event description:
It was reported that the customer received unexpected restart alarms on the insulin pump, which were recurring during normal use. Customer declined to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.